Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that the high pressure tubing of a medex¿ logical® 3 gang manifold was not bonded on the proper side of the manifold. No injury was reported.

Manufacturer narrative:
Two photos and one used medex¿ logical® 3 gang manifold were returned for investigation. Visual inspection confirmed the complaint was the part was identified being connected to the wrong port, tubing subassembly was bonded to the wrong side. The root cause was determined to be manufacturing; the defect is associated to a process assembly that is totally manual. The only support for the operator is a drawing, which can lead to a mistaken port selection.